Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open knee replacement procedure, the device was used and applied to close the wound without any problem. However 1 month post-operatively the patient had an infection. To resolve the issue the patient had to used IV antibiotic therapy.